Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: field technicians stated issue of error code 133.6090 was confirmed. A test board was used to confirm that the issue is due to a faulty power supply board. On 30-oct-2024, pcu device was received unboxed and with paperwork. External investigation confirmed the reported problem. Internal investigation and analysis of error log revealed a faulty power supply board. Device to be returned to san diego repair center for processing. Recommend bd san diego repair center to replace the power supply board. Failure investigation report attached to qn in sap. Per 803.52(f)(11)(iii). The information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device displayed an error code 133.6090 & 121.2072. There was no patient involvement.